Event description:
It was reported that balloon rupture occurred. The target lesion area was located in a severely calcified blood vessel. A 10mm x 2.0mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured. The device was simply removed from the patient's body. The procedure was completed with a different device. No complications were reported and the patient's condition was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon and liquid was observed to be leaking from a pinhole leak 10mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion area was located in a severely calcified blood vessel. A 10mm x 2.0mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured. The device was simply removed from the patient's body. The procedure was completed with a different device. No complications were reported and the patient's condition was good post procedure.